Event description:
A sales rep reported on 28apr2025 that the dvtx-8/110 ao np and dvtx-8 np tips twisted during insertion of tpeg screws. Additional pictures were provided on 12may2025 showing the tips broke. The rep confirmed on (B)(6) 2025 that the broken tips remain in the implanted screws and the surgeon was not concerned with adverse effect to patient. While they tried several ways to remove the tip, the surgeon couldn't so felt safe leaving them insitu. A picture was provided however both drivers have been discarded.